Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a shock while sleeping, which woke this patient. The health care professional (hcp) requested review in which technical services (ts) noted a wide qrs complex which appears to oversensing the t wave. This patient has had a premature ventricular contraction (pvc) ablation. Ts noted it appears the rhythm was sustained ventricular tachycardia (vt). This s-ICD system provided a single shock that converted the rhythm. Ts discussed programming optimization including extending smart charge. The hcp would discuss with the physician. This electrode remains in service. No adverse patient effects were reported.